Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bad tip sleeve in the reported problem area of the pipette assembly. All the tip clamps, lld contact springs, and a tip clamp sleeve were replaced. The instrument was inspected, tested without further problem, and returned to svc.